Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. It was noted that the patient was in the clinic two days after the out of range measurement to receive a cardioversion using their crt-d device and no noise or out of range measurements were observed. Boston scientific technical services (ts) reviewed device data and noted no noise observed in stored episodes or on the presenting electrogram. Ts indicated the rv pace impedance had been relatively stable prior to the out of range measurement, normally in the approximately 400 ohm range with some measurements in the 700 ohm range. Ts provided guidance to the boston scientific representative (rep) that this could be the start of a rv lead issue or a possible device header spring contact issue, though both the device and rv lead are boston scientific products. Ts also indicated it could be electromagnetic interference, but this is less likely since the other lead impedance measurements did not show the same issue. Ts indicated they can consider configuring the non-sustain ventricular tachycardia and non-physiologic noise alerts and continue to monitor for now. It was also noted that the device had tones programmed on for both the rv pace and shock impedance daily measurements. The products remain in-service. No patient symptoms or adverse patient effects were reported.